Event description:
New information notes that a surgical procedure occurred on (B)(6) 2021 to explant and replace the patient's faulty pacemaker. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device had normal telemetry communication and output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found approaching elective-replacement level. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that a patient presented with excessive battery discharge on their pacemaker. The patient was noted as stable. No other information was given.